Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the defective air trap sensor. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system failed functional testing due to mid:09 (air trap assembly) error message displayed upon powering on. The archive data review showed occurrence of mid:09 error message on the reported complaint date. The cause for the error message was due to a defective air trap sensor. The air trap block assembly was replaced to remedy the error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During self-test, the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message. No patient involvement.